Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin within their pump supplies. Customer's blood glucose (bg) level was 250 mg/dl. Customer administered a manual injection and bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer regarding off-label insulin.